Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that she had moisture damage on the pump. Customer's blood glucose was 347 mg/dl at the time of the incident. Customer stated that she woke up with a blood glucose of 385 mg/dl and took a correction. Customer stated that she decided to change out her set and she noticed that there was a leak in the reservoir and moisture in the lcd screen. Customer stated that there was fluid under the lcd display and a little crack on the pump. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.